Event description:
It was reported that the patient presented with fatigue/weakness, dyspnea/shortness of breath, and failure to capture. The lead was explanted/capped. No patient complications have been reported as a result of this event.